Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a pump error 63 alarm. The customer's blood glucose level was 32 mmol/l. The customer treated with the insulin pump. The customer stated that the alarm occurred during the self-test. The customer performed the self-test again and the alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis.

Manufacturer narrative:
The pump error 63 alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.